Event description:
During use of the device for a cardiopulmonary bypass procedure, the image on the central control monitor of the heart lung console would drift intermittently. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.